Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A patient implanted for radiculopathy reported their back had gotten worse and the stimulator wasn't helping their back pain resulting in a loss of therapy. The back pain started in the tailbone and they were also experiencing a lot of leg pain even when stimulation was turned on which was a sudden change. The healthcare provider (hcp) took x-rays and confirmed the leads hadn't moved. The patient further reported they weren't willing to have the implant removed because they didn't want to undergo another surgery. There were no traumas or falls reported that could be related to this issue. It was noted the hcp hadn't seen the patient since 2012. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.